Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site since the initial implant. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was repositioned. Post-operatively, the pain resolved and stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.